Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient was potentially going to have a revision. The manufacturer representative didn't know if the revision was for a lead or the pocket. Additional information was received from the healthcare provider (hcp) and a manufacturer representative. It was reported that the patient had high impedances of >10000 ohms on electrodes 8-15 and experienced a lack of therapy, which necessitated the revision. During the revision, it was discovered that the lead was severed. The cause of the lead break remains unknown. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-13. The rep stated that the issue occurred on approximately (B)(6) 2017. The device was discarded by the hospital as the physician did not want to return it for analysis. No further complications were reported/are anticipated.